Event description:
The customer reported the motorized movement function did not work during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the remote user interface (joystick) console. The system operates as intended.